Event description:
Patient underwent ventricular tachycardia (vt) ablation on (B)(6) 2019. On (B)(6) 2019, the patient had right sided neglect with decreased responsiveness. Inr of 2.2. CT scan on (B)(6) 2019 showed significant intracranial hemorrhage (hemorrhagic stroke), patient was intubated and placed on ventilatory support, bronchoscopy performed. Patient treated with plasma for reversal and vitamin k. Patient continued to deteriorate and was taken to operating room (or) on (B)(6) 2019 for left frontal craniotomy for evacuation of intracranial hemorrhage. External ventricular drain placed, and patient returned to intensive care unit (ICU) where he had seizure treated with adavan for seizure. Patient was anemic and was transfused. Due to lack of responsiveness, family decided to set patient as 'do not resuscitate (dnr)'. Patient passed away on 09aug2019 of hemorrhagic stroke and ventricular assist device (vad) support was withdrawn. Death not considered left ventricular assist device (lvad) related. Pump will not be returned.

Manufacturer narrative:
Approximate age of device ¿ 3 years 11 months (the age is calculated from the date of implant to the event date.) Manufacturer's investigation conclusion: the pump was in use supporting the patient at time of death due to stroke. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired due to stroke. The death was not considered device related. The device operated as expected and was not suspected of malfunction or related to cause of death. No further details available.